Event description:
In 2008, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The procedure went as planned, but the patient expired within a day due to intestinal ischemia. The physician attributed this to a thrombic embolism from device catheter manipulation.

Manufacturer narrative:
A review of the manufacturing records is being conducted. Additional device: pxl161207/05890068.